Event description:
It was reported that during a spine procedure the device heated up. There was no report of medical intervention required, no delay in procedure, and no adverse consequences alleged with this event. The customer could not provide any further information.